Manufacturer narrative:
Title: transoral septotomy with septum traction is an effective treatment for recurrent zenker diverticulum source: renato salvador, luca provenzano, giulia bonventre, cesare cutrone, lucia moletta, marianna sari, andrea costantini, francesca forattini, arianna vittori, michele valmasoni, mario costantini, giovanni capovilla / diseases of the esophagus (2023), 36, 1¿6 / https:/ /doi.org/10.1093/dote/doac087 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a prospective study compared the outcomes of transoral septotomy between patients with recurrent zenker diverticulum and those with treatment-naïve zenker diverticulum between 2015 and 2021. An endo gia, 30mm tri-staple, was used to divide the septum. The two sutures were removed after stapling was complete. There were 89 patients in the study and postoperative complications from the stapler included a leak in one patient. The leakage was revealed on gastrografin swallow x-ray on the first post-operative day. Interventions were not reported.